Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for spinal pain. The patient¿s concomitant products include an interstim system for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that suddenly, 9 months ago the scs device stopped helping with the pain. Stimulation was not covering the pain so the health care professional (hcp) suggested that the patient turn off stimulation. The patient had not charged the scs system for about 9.5 months. The patient was still implanted and the scs device was currently turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.